Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4, and the reported embolism/embolus associated with the clip embolizing to the aortic root, were due to the clip expulsion. The cause of the reported expulsion (ccd) associated with the clip detaching from both leaflets could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report complete clip detachment requiring intervention, and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. One clip was implanted, reducing mr to grade 1+. One-day post-procedure, it was noted that the clip had embolized, and mr increased to grade 4. The clip was observed to be lying in the non-coronary cusp of the aortic root. The clip was able to be snared and removed through a sheath in the right groin. No additional information was provided.